Event description:
It was reported that the bd IV admin set, secondary,40" w/ hanger detached. The following information was provided by the initial reporter: needleless hub became detached form secondary IV tubing.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of needleless hub detaching from tubing could not be verified due to the product not being returned for failure investigation. Device history record review for model dyndtn1540a lot number 22046193 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd IV admin set, secondary,40" w/ hanger detached. The following information was provided by the initial reporter: needleless hub became detached form secondary IV tubing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.